Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 16. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy to continue insulin delivery. Technical support confirmed the shipping address, instructed the customer to set the pump into storage mode, and provided a pre-paid return label for the faulty pump, with instructions for its return within 10 days. A replacement pump was arranged.